Event description:
After placement into the patient, there was no image displayed from the coronary imaging catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for coronary imaging catheter 6 hd, opticross coronary imaging catheter 6 hd (per site reporter). Clinical site notified rep directly.